Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer was removing cartridge air with a dry syringe. Tandem clinical support informed customer that removing cartridge air with a dry syringe, is off label per the user guide. Customer resumed insulin therapy on the pump and has manual insulin injections if needed. Customer¿s blood glucose (bg) level was 178-250 mg/dl.